Event description:
A (B) (6) pt's nurse called to report that the pt's response buttons were unresponsive. Lifecor customer support issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the unresponsive front response button was a collapsed metal dome, which resulted in a stuck switch. The root cause of the collapsed dome cannot be positively identified. No adverse event resulted from the faulty switch. The pt received a replacement monitor.